Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer was unable to open and required maintenance. The field service engineer (fse) inspected and found that auxiliary drawer 2 had failed. The rear cover was removed, and the bus cable was inspected. Diagnostics revealed the latch sensor was not working. The sensor was replaced, and diagnostics were run again, confirming the drawer was operational. The customer recovered the drawer, and a proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.